Event description:
The customer received a questionable myoglobin stat result for one patient sample from either the cobas e602 analyzer serial number (B)(4) or from the cobas e411 analyzer serial number (B)(4). Clarification of the analyzer used was requested, but was not provided. The customer always analyzes myoglobin samples with and without a 1:20 dilution. The initial result from the primary sample tube was >3000 ug/l with a data flag. With the 1:20 dilution in a secondary sample tube, the result was 3964 ug/l. The sample in a secondary sample tube was repeated with a 1:10 dilution and the result was 28718 ug/l. The sample in a secondary sample tube was repeated again with a 1:20 dilution and the result was 27803 ug/l. The sample in a secondary sample tube was repeated again with a 1:10 dilution and the result was >30000 ug/l with a data flag. Information concerning which result was reported outside of the laboratory and if the patient was adversely affected was requested, but was not provided. The myoglobin reagent lot number was 176955. The expiration date was requested, but it was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Review of the provided preanalytic and instrument data did not indicate any issues.

Manufacturer narrative:
Additional information was received stating the patient was not affected by the incident and incorrect results were not reported outside the laboratory. It was confirmed the analyzer involved was the cobas e411 analyzer. (B)(4).

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).